Manufacturer narrative:
Section b3: corrected data manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms; however, the low flow alarms reportedly resolved with blood pressure management. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of hypertension and gastrointestinal (gi) bleeding could not be conclusively established through this evaluation. The patient was admitted on (B)(6) 2020 with a decrease in hemoglobin and hematocrit levels in the setting of a therapeutic international normalized ratio (inr). The patient¿s anticoagulation medications were stopped. An esophagogastroduodenoscopy (egd) was performed on (B)(6)2020 that revealed multiple spots with contact bleeding in the duodenal bulb and sweep, areas with active oozing of blood, and a few diminutive angioectasias in the duodenum. The areas of gi bleeding were treated with bipolar cautery, and the patient¿s hemoglobin and hematocrit levels stabilized. The patient was started again on anticoagulation medication on (B)(6) 2020, and the patient¿s goal inr was lowered as one of the patient¿s anticoagulation medications continued to be held for 2 weeks. Asymptomatic low flow alarms were reported on (B)(6) 2020 in the setting of hypertension. The patient¿s anti-hypertensive medications were increased, and the low flow alarms reportedly resolved by (B)(6) 2020. The patient was discharged and will continue to be treated for hypertension. The submitted log files contained data from (B)(6) 2020 through (B)(6) 2020 and found that the pump maintained a stable speed without issue. Transient low flow hazard alarms were captured on (B)(6) 2020. Elevated pulsatility index (pi) values were also noted during the low flow events. The system appeared to be operating as intended and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU) lists bleeding and hypertension as adverse events that may be associated with the use of the heartmate 3 lvas. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The IFU also provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with drop in hemoglobin and hematocrit in setting of therapeutic inr, 2.29 (goal inr 2.0-3.0). Aspirin and warfarinheld. Egd performed (B)(6) 2020 which revealed multiple spots with contact bleeding in the duodenal bulb and sweep; areas ofactive oozing were treated with bipolar cautery. A few diminutiveangioectasias found in the duodenum; treated with bipolarcautery. H&h now stable after gi procedure. Warfarin restarted on (B)(6) 2020 and aspirin being held x 2 weeks. Inr goal set lower at 1.5-2.0. The patient is now with frequent low flow alarms in setting of hypertension. Anti-hypertensive medications increased. A log file review was requested. The log file captured several low flow events throughout the event history. These occur at times when pi is elevated. There do not appear to be any type of mcs equipment issues causing these events. The low flow events seem to be a patient related issue and not an equipment related issue. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. It was reported that the low flow alarms resolved with blood pressure management. The patient was asymptomatic during low flow events. The patient was discharged, the plan of care is to continue to treat hypertension to lower svr (systemic vascular resistance).